Event description:
6 years post-op device was revised due to premature polymer wear at the edges due to lack of rotational stabilization, according to the opinion of the hospital, it was necessary to perform a second surgery to change the cup.

Event description:
6 years post-op device was revised due to premature polymer wear at the edges due to lack of rotational stabilization, according to the opinion of the hospital, it was necessary to perform a second surgery to change the cup.